Event description:
A gastroenterologist reported to the manufacturer that several patients with transgastric feeding tubes had presented approximately 2 weeks after placement with significant issues of vomiting. It was reported that radiology confirmed that the tubes were in proper placement but because of the vomiting, the original transgastric tubes were removed and replaced with new t-j feeding tubes. The reporter alleged the original tubes were found to be defective. Kimberly-clark (kc) has no independent knowledge of the event reported but is relaying the information that was provided by the parent where the incident occurred. This product incident is documented in the kc plaint database and identified.

Manufacturer narrative:
Manufacturer has requested for the alleged defective product to be returned for examination in order to perform a thorough investigation. It has been reported that the product is in shipment but not yet received by the manufacturer. A review of the device history record for the corresponding manufactured lot identified no documented manufacturing anomalies. A follow-up report will be provided when additional relevant information becomes available.